Manufacturer narrative:
The lens was returned taped to a pink piece of paper. Solution was observed on the lens. The optic is torn/cut into two portions, typical of an insertion and removal. A lens bench evaluation of the optical resolution and power could not be performed due to the lens being returned torn into pieces. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge and handpiece. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The viscoelastic is unknown. The product investigation could not identify a root cause for the reported complaint of 'double vision/ghosting'. A lens bench evaluation could not be conducted due to the lens returned torn into pieces. The lens was damaged typical in appearance to an insertion and removal the presence of the solution on the returned sample is evidence that the product was subjected to handling. Due to the presence of surgical solution, the damage is most likely customer related. (B)(4).

Manufacturer narrative:
Evaluation summary: the lens product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facilities representative reported an intraocular lens (iol) was removed due to double vision and ghosting. Additional information was requested.